Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was sticking and occasionally failed to eject due to failed slider rails and an outdated magnet inseparable. A field service engineer removed the drawer and replaced the faulty rails with a revised version, adjusted the rail tension within the auxiliary chassis, and verified functionality through repeated testing via the configuration menu. The old-style magnet inseparable was also replaced with an updated version to prevent future issues. A general wipe-down was performed, and debris was cleared from around the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed due to sticking closed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient and that there was no impact. There were no adverse events or injuries reported based on this incident.